Manufacturer narrative:
Eval summary: x-ray of the lead distally indicates "j" stiffener wire fracture. The "j" stiffener wire measures approx 106mm. It appears that approx 12mm of the "j" stiffener wire was not rec'd with all recorded measurements adding up to approx 107mm. Visual inspection under 30x magnification indicates the inner cathode coil wire has fractured between the missing electrode tip and the anode band. X-ray of lead distally confirms "j" stiffener wire fracture.

Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet no complications.